Event description:
It was reported that during an unspecified orthopedic surgery, it was discovered that the quick coupling device had an undetermined malfunction. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation with an undetermined malfunction. Reliability engineering evaluated the device and observed that the device would not secure the wires. Therefore, the reported condition was confirmed. It was determined that there was foreign fibrous material left behind by a cleaning instrument which caused the locking mechanism to malfunction. The assignable root cause was determined to be due to improper cleaning. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.